Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2014 with the following findings: a review of the pump¿s history showed one low cartridge warning on the reported event date at 08:49. The time and date were accurately set at the start of investigation. The pump was able to be primed and exercised with no alarms. A low cartridge warning was simulated at 10 units remaining during the prime; the pump gave the correct audible and visible alert and the warning was accurately recorded in the pump¿s history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter alleged that the pump had never alarmed for low cartridge when the remaining insulin was 2 units. A review of the alarm history showed a low cartridge alert on (B)(6) 2014 and the sound was set to high for alarms and warnings; the reporter alleged that this alarm was not emitted. The reporter stated that they had lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.